Event description:
During left total knee arthroplasty with robotic assist, while placing the first guidance drill pin, the tip of the pin broke off into the tibial canal. The surgeon documented the break occurred due to the pt's bone quality. The surgeon elected to retain the small fragment as the risks of removal far outweighed the risks of retention. FDA safety report ID# (B)(4).